Event description:
A dr reported that a pt was revised due to a boutonniere deformity in which the dr removed the implant and replaced it with a new implant.

Manufacturer narrative:
Mfg records were reviewed and nothing was identified to indicate that the device caused or contributed to the event. Product was not returned for eval.